Event description:
This notification is being reviewed due to a user of a dreamstation bipap device with an allegation of returned for foam particles. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. Foam particles were found in the device assembly. No error codes were found in the device log history. The ui (user interface) panel was scratched. There were scratches on the upper enclosure. The buttons on the upper enclosure were damaged. The device was scrapped.